Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient 'sinfusion set tubing has a crimp in the line on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.